Event description:
A pharmacist reported that the aspiration tubing appear to have been "crushed". As a consequence, the aspiration is poor. A completed questionaire was rec'd reporting the irrigation tubing had been folded in the packaging and several fold marks in several areas of the tubing which prevented bss flow. This has mainly been noticed during aspiration mode. Add'l info has been requested. This is the second of two reports being filed for this facility.

Manufacturer narrative:
Investigation including a root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).